Event description:
In 2008, the patient reported that his infusion set caused an occlusion and is not delivering insulin properly. He stated that a "couple" of days ago, his blood glucose began to elevate and the adhesive of his infusion site had a small amount of blood on it. His blood glucose has been in the 400 mg/dl range and measured 370 mg/dl on the morning of the same day. He stated that when his blood glucose was elevated he changed the infusion site and his blood glucose returned to normal. His normal blood glucose level is 108 mg/dl. The only symptom of elevated blood glucose is neuropathy in his foot. The patient reported that he rotates his infusion sites properly and does not have scar tissue. He changes his infusion site every 3 days and his infusion tubing every 6 days. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the used infusion sets. The patient will return the unused infusion sets.